Event description:
Reference number (B)(4). Event occurred in the united states. It was reported on (B)(6) 2024 that the infusion set got leaked from tubing which results into the replacement of device. It has been in use for 4 days. No further information available.

Manufacturer narrative:
Patient city - (B)(6).